Event description:
It was reported that during a gyn procedure, there were two devices used in the procedure. With the first device, the staples would not hold when attached to the drape; it was not used on the patient. The second device jammed and would not fire. It is not known how they completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged precock mechanism. Device (a) was returned in good visual condition. After further inspection, it was noted that the pre-cock mechanism was damaged. Even though the pre-cock mechanism was not functional, the device was tested for functionality by manually returning the firing trigger to its original position. The device fired the remaining staples as intended and the staples were noted to have the proper box shape. Device (b) was returned in good visual condition and with dry body fluids. After further inspection, it was noted that the pre-cock mechanism was damaged. Even though the pre-cock mechanism was not functional, the body fluids were cleaned and the device was tested for functionality by manually returning the firing trigger to its original position. The device fired the remaining staples as intended and the staples were noted to have the proper box shape. The devices were disassembled to verify the integrity of the internal components and the pre-cock ribs were found damaged. While no conclusion could be reached on what caused the pre-cock mechanism to become damaged, it is possible that the firing sequence was interrupted and the trigger was forced back to the open position causing the damage to the pre-cock spring. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.